Event description:
The cannula accessory was returned as part of an investigation on a instrument returned with a damaged ceramic sleeve from this site. Reference MDR# 2955842-2007-00228.

Manufacturer narrative:
The accessory was returned and evaluated. Engineering observed chips/burrs on the inner diameter near the inside lip. Damage to inside lip may create sharp edges which have the potential to cause scraping in certain loading conditions. Engineering concluded that the damage to the inner lip appears to be due to mishandling. Engineering also concluded that it is not likely that the burrs in the cannula contributed to the damaged ceramic sleeve in MDR# 2955842-2007-00228, as the cannula was dimensionally in spec.